Event description:
Patient's mother reports the pump is suspending without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. Upon completion of the evaluation, a supplemental report will be filed. No conclusions can be made at this time.